Event description:
Pt was having a thoracentesis procedure. Procedure started and continued without difficulty. Productive cough, 500-600cc fluid removed. At that point the physician stated "the catheter tip has broken off".